Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab team reviewed the photo of the stent component included in the complaint. The review is documented below. [Photo review]: one photo was included in the complaint in which the device was noted to be inside a plastic bag. The stent was noted to be already detached from the delivery system. Both ends can be seen as completely flared. No visible damages were noted on the stent. One portion of the delivery wire was shown, and it was noted to be in good condition. No other damages were noted. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7524288. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a stent being prematurely detached was confirmed based on the detachment condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, it was reported that the complaint stent, a 4.0mm dia x 23mm with no tip enterprise®2 (enf402300 / 7524288) became prematurely deployed out of the dispenser hoop. There was no report of any negative patient impact. A photo of the enterprise 2 stent component was included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.0mm dia x 23mm with no tip enterprise®2 was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit and was not returned for evaluation. The delivery wire and the introducer were in good condition (i.e., no kinks, no bends, or elongations). The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The reported issue in the complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. The dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device, since this was showed in the provided picture. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7524288. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.